Manufacturer narrative:
(B)(4). Product evaluation: the intraocular lens and delivery system were returned to the manufacturing site for investigation. A visual inspection revealed that the pcb00 unit was returned in its original package. The lens returned was partially outside of the cartridge. Scarce amounts of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepare for surgical use. A crack was observed on the cartridge tip. The lens was observed with a large cut. Surface residuals (particles, fibers and ovd residues) were observed on lens which indicated that the lens was handled and prepared for surgical use. The plunger and pushrod of the delivery system were advanced in the preloaded insertion system. The preloaded system is a single use device. Therefore, the reported event of preloaded plunger did not lock, could not be verified. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. The probable cause could not be identified from the visual inspection. The plunger advanced and the iol was deployed from the pcb delivery system. Manufacturing record review: a review of the manufacturing records was performed. The units were manufactured and released according to specification. Manufacturing process controls indicate that the nut, plunger, and pushrod are inspected for defects and particulates. Proper assembly is ensured in each sub-assembly, no gap between the nut and the plunger wings is allowed; all parts are present on the assembly; pushrod is securely placed into the assembly; all parts are clean, and parts are not bent in any way. Inspect pushrod-plunger assembly positioning: ensure pushrod wings are correctly aligned and resting on lower body rails; ensure pushrod is inside lower body groove. The manufacturing record review did not identify a non-conforming unit being released and there was no product deficiency identified. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses and delivery system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the device would not open. Additional communication on 10/27/2015 confirmed there was patient contact with the device but only the cartridge tip touched the patient's eye as the doctor indicated the plunger actually would not click in place or move. No patient injury reported.